Event description:
The customer reported poor image quality on live image on left monitor. The fe reported the images were not usable. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier and image processor pcb's were evaluated and replaced. The system was tested and found to be working as intended and returned to service.